Event description:
The patient reported communication issues between the implant and the external equipment. The patient also reported intermittent stimulation. An advanced bionics representative performed device evaluation. The problems were not confirmed. The patient decided to have the system explanted.

Manufacturer narrative:
The device analysis results have been classified as "other" since there are no available codes that reflect the fact that the device contained internal moisture. The ipg passed visual, photographic, electrical and performance tests performed. This device had a moisture level content that exceeded the residual gas analysis (rga) test limit. The moisture did not contribute to a device failure. A corrective action was implemented. This device was manufactured prior to the changes. This is the final report.